Manufacturer narrative:
(B)(4). The amount of time between initial surgery and the reported issue suggests that delayed union may be a contributing factor to the reported event. The pt did experience a bad fall, but it is unknown if the fall caused the screw shank to break. The returned screw shows evidence of a high load, cyclic-type fracture approximately half way down the shank. The pt is currently being treated for rheumatoid arthritis via a newly prescribed medication. It is the surgeon's belief that the arthritis medication may be inhibiting bony fusion or undoing previous fusions. Pseudoarthrosis or delayed union can subject implant components to excessive loads as detailed in our IFU: labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
An l3-l4 posterior fusion was performed on (B)(6) 2012 to address radicular symptoms associated with adjacent segment disease from prior lumbar fusions. Approximately 6 months later, a CT scan on (B)(6) 2013 showed that the right l4 pedicle screw had fractured at mid-shank. Per the surgeon, revision surgery was indicated for reasons in addition to the screw fracture. Revision surgery was performed on (B)(6) 2013, during which the affected screw was replaced and the construct was extended from l2 to s1 to address pseudoarthrosis at multiple levels. The distal tip of the broken screw was not returned to nuvasive and remains embedded in the pt's l4 pedicle. No migration of implant components has occurred. The pt is reported to be doing well post-revision surgery with no permanent impairment or serious injury. The affected spinal levels appear stable and fusion is progressing.